Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri) after being implanted for five years. This device was explanted and will not be returned. No adverse patient effects were reported.